Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule did not release after deployment, but cutting the wire did successfully result in its release. The capsule was attached and the procedure was completed. There was no harm to the patient and the user. No intervention was required. There was nothing unusual about the patient or the procedure.